Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a dim and discolored display with the appropriate audible and vibratory features. Unrelated to the display issue, the keypad cover was peeling off the pump while all the buttons responded properly. Removal of the keypad cover found contamination under the ¿ok¿ button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored and contamination was found under one of the button. This report is made based on results of investigation completed on (B)(4) 2014.